Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a company representative regarding a pump that was never implanted in a patient. There was no indication of patient involvement or patient harm. It was reported that a pending alarm/motor stall was seen at initial interrogation. A motor stall occurred on (B)(6) 2017 at 5:46 and motor stall recovery occurred on (B)(6) 2017 at 14:20. The company representative was the first person to realize the pump had a pending alarm when they had interrogated it for a pump replacement case on (B)(6) 2017. The pump was noted as having been owned by the hospital. Magnetic resonance imaging had not occurred. The pump was clarified as having been on the shelf so it was never implanted. The pump including all contents (needles) were returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump found no anomaly. Eval code - conclusion code is being updated for this event. Eval code - result code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.